Event description:
Caller has problems with tube falling out due to balloon deflation. Now inserts their own gastrostomy tube when this happens, because it is such a frequent occurrence. When balloon deflates, the tube separates from end of feeding tube. They have to then tape it to their skin during feeds until another tube can be delivered. They have tried to switch brands, but ross brand fits well with their anatomy. Also, the flap that covers the part of the g-tube that attaches to the feeding syringe, is very hard to open. At times it has to be pryed open with another tool. When pt has complained to customer service they have sent new g-tubes, although pt feels like correspondence received from the company "makes them look like an idiot". Other brand g-tubes make the pt eventually bleed due to ulceration, so they want to continue to use this product.